Event description:
Performing back-to-back tests, using the suspect device, with results of 57 mg/ dl and 97 mg/dl. Approximately 1 wk later, pt performed addt'l back-to-back test, using suspect device, 101 mg/dl, and nurses blood glucose monitor, 192 mg/dl. Pt indicated that no action was taken based on the results. No pt injur was reported. Quaility control testing had not been performed on the system. Tech support requested the return of suspect product and replacement product was shipped.